Event description:
It was reported the tsw35 was used during a laparoscopic splenectomy. It was reported during the case the device was fired a total of seven times. It was fired over the splenic artery / vein and surrounding omentum. Although the device provided adequate hemostasis, the jaws of the device would not fully open after depressing the gray release button. The surgeon had to pull on the firing and locking levers to open the jaws. The device was used to complete the case. There was no consequence to the pt.